Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient had a rash on his back. The rash was red and itchy with small sores. The patient's wife reported that she was not sure whether the lifevest caused the rash, but that it started once the patient received the lifevest. The patient's physician prescribed hydroxine. Follow-up indicated that the condition of the rash was the same. The medical outcome of the rash is unknown.